Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the surgeon prepared the proper bone hole with a 3.8mm awl used for moderate to soft bone. Then, the internal suture lock was deployed and, when the "helicoil knotless pk anchor" was deployed, the body of the anchor broke into multiple pieces. The pieces were removed from the patient and the procedure was successfully completed without delay using a back-up device into the same bone hole. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events, a complaint history review by lot could not be performed. Insufficient information was provided, thus a manufacturing record review could not be performed. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no suture or implants returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.